Event description:
The customer returned this arthroscopy shaver handpiece with the report that it would not operate. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvetec received this shaver handpiece for evaluation. During testing of this unit, the evaluator found that the on/off buttons would not function and the collet o-ring was missing. Further investigation found this device has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.